Manufacturer narrative:
The bipap a40 pro ((B)(6)) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the device was scrapped and replaced by a new one.